Manufacturer narrative:
Reporter is synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of loaner set it was observed that helical blade/screw extractor was returned with trochanteric fixation nail advance (tnfa) screw stuck to the removal device. There was no patient involvement. This report is for one (1) helical blade/screw extractor. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 device history review and investigation summary . The helical blade/screw extractor (p/n 03.037.030 lot l010764) was received with the tfna screw stuck at the distal coupling tip. No other issues were identified with the returned components of the device. Functional testing showed that the tfna screw could not be removed from the helical blade/screw extractor. The two parts are stuck/jammed. The reported complaint condition could be replicated as the tfna screw was stuck to the helical blade/screw extractor and could not be disassembled. Dimensional inspection of the coupling distal tip features could not be conducted as the devices could not be disassembled for inspection. Document/specification review: drawings, were review reflecting the current and manufactured revision.during the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed for the helical blade/screw extractor (p/n 03.037.030 lot l010764) as the tfna screw was stuck at the distal coupling tip and could not be disassembled. While no definitive root cause could be determined, it is possible that excessive force was used to mate the two devices. This possibility is further supported with deep scratches observed on the helical blade. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Part:03.037.030, lot:l010764, manufacturing site:hägendorf, release to warehouse date: 07. June 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.